Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia, including a blood glucose low of 55 mg/dl and a nocturnal low on a prior night, while also noting intermittent elevated readings; the user requested additional training and expressed consideration of returning the device. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without alarms, alerts, or hospitalization. Investigation included troubleshooting and education by support staff and assignment for additional training with the field team. Investigation of this case revealed an unclear cause of the hypoglycemic events. It was concluded that the device will remain in use with additional user training and ongoing monitoring, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.